Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, when handing the tenaculum forceps to the surgeon, it was noticed that it had a broken steel cable. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.